Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 212 mg/dl. Advised the customer that insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device also was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and missing end cap sticker.